Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on (B)(6) 2021. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ('on the right essure positioning is unsatisfactory, too distal') in a (B)(6) year-old female patient who had essure (batch no. 626454) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced metrorrhagia ("metrorrhagia"), headache ("headaches"), ear pain ("otalgia"), hypertonic bladder ("overactive bladder") and unevaluable event ("femur calcifications"). On (B)(6) 2021, the patient experienced device dislocation (seriousness criterion intervention required). Essure treatment was not changed. At the time of the report, the device dislocation, metrorrhagia, headache, ear pain, hypertonic bladder and unevaluable event had not resolved. The reporter provided no causality assessment for device dislocation, ear pain, headache, hypertonic bladder, metrorrhagia and unevaluable event with essure. The reporter commented: complaints since the essure devices were inserted. Under investigation for removal diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2021: the uterus is anteverted. It can be mobilised. The uterine body measures: 48 mm in length, 25 mm in width, 33 mm in thickness, 20.59 cm3 in volume with regular contours, the cavity cannot be studied. Intra-tubal device an essure implant is visible on the right. Its positioning is unsatisfactory, too distal, the proximal end does not cross the utero-tubal junction. An essure implant is visible on the left. Its positioning is unsatisfactory, half of the implant is visible in the uterine cavity. Endometrium: visualization: endometrium difficult to visualize. Right ovary: few follicles. Measuring 20 mm x 8 mm left ovary: few follicles. Measuring 18 mm x 10 mm. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 19-apr-2021. The most recent information was received on 23-apr-2021. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ('on the right essure positioning is unsatisfactory, too distal') in a 45-year-old female patient who had essure (batch no. 626454) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced metrorrhagia ("metrorrhagia"), headache ("headaches"), ear pain ("otalgia"), hypertonic bladder ("overactive bladder") and unevaluable event ("femur calcifications"). On (B)(6) 2021, the patient experienced device dislocation (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the device dislocation, metrorrhagia, headache, ear pain, hypertonic bladder and unevaluable event had not resolved. The reporter provided no causality assessment for device dislocation, ear pain, headache, hypertonic bladder, metrorrhagia and unevaluable event with essure. The reporter commented: complaints since the essure devices were inserted. Under investigation for removal. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2021: the uterus is anteverted. It can be mobilised. The uterine body measures: 48 mm in length, 25 mm in width, 33 mm in thickness, 20.59 cm3 in volume with regular contours, the cavity cannot be studied. Intra-tubal device an essure implant is visible on the right. Its positioning is unsatisfactory, too distal, the proximal end does not cross the utero-tubal junction. An essure implant is visible on the left. Its positioning is unsatisfactory, half of the implant is visible in the uterine cavity. Endometrium: visualization: endometrium difficult to visualize. Right ovary: few follicles. Measuring 20 mm x 8 mm. Left ovary: few follicles. Measuring 18 mm x 10 mm. Lot number: 626454, manufacturing date: 2008-01, and expiration date: 2009-12. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 23-apr-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.